Event description:
The customer reported moisture damage and a blank display. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump received with blank display due to corroded electronic and motor assemblies. The insulin pump received with cracked case at lcd window corners.